Event description:
It was reported that plunger does not work. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no physical damaged was found on the pump. Customer?s reported issue was not duplicated during syringe test. Plunger's sensors and flanges operates and function as intended. The root cause of the reported issue was not determined. No damaged or contamination was found on plunger's flanges and sensors. Actions taken to mitigate the reported issue: performed preventive maintenance and all functional test on the device which passed.